Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen at 1,360 mcg/day. The reason for use was not reported. Other medications were listed as tranxene, gabapentin, and tizanidine. Patient medical history included pontocerebellar hypoplasia, spastic, and spastic and dystonic quadriplegia. It was reported that the patient presented into the ER on (B)(6) 2019 with symptoms of baclofen withdrawal, as evidenced by escalation of involuntary movements, increased spasticity, higher frequency and severity of dystonic movements. Per the clinician, the itb pump interrogated and noted motor stalls: "on (B)(6) 2019 at 4:30, recovered on (B)(6) 2019 at 8:15 am, stalled again at 12:30 and has not recovered since that time." There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included no rotor study, but a dye study was performed and the catheter was patent. Interventions/actions that were taken to resolve the issue included the patient being started on oral medications by the doctor of baclofen 20 mg every four hours, alternating with chlorazepate 7.5 mg every four hours. Increased dose and frequency of these oral medications as symptoms worsened. Valium 10 mg every four hours were then added, then finally diazepam 1 mg IV was given at 1 am on (B)(6) 2019. The rep was contacted by the surgery staff on (B)(6) 2019 at 10:47 that the patient was placed on the surgery schedule as an add-on to get itb pump replaced that same day. After the pump was replaced, concentration of 2 ,000 mcg/ml and starting rate of 200 mcg/day was planned to be initiated. The pump was returned to the manufacturer for analysis. The patient was not in a clinical study, the device was used with/in the patient for treatment, there was no ¿patient injury,¿ and the patient recovered without sequela. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The evaluation codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.